Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the cannula site. This occurred with 9 infusion sets from the same lot number. The cannulas were bending which resulted in a leak around the site and the patient had elevated blood glucose levels. No adverse event reported. The infusion sets are not expected to be returned for product evaluation.